Event description:
It was reported that there was difficulty advancing the lead during the surgical procedure. It was stated that the doctor "had difficulty steering the lead once in the epidural space". It was reported that another lead was used with no issues and it was inserted in less than a minute. It was noted that there were two leads and an implantable neurostimulator (ins) implanted.

Manufacturer narrative:
(B)(4).